Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported receiving a motor error on the insulin pump. Customer stated this error occurred while she was asleep. She stated the insulin pump was not exposed to a strong magnetic field or MRI. The blood glucose reading was 188 mg/dl. Customer was able to rewind the insulin pump. Nothing further was reported.